Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 01/27/2018, that on (B)(6) 2017, the patient experienced no audio alert on the dexcom receiver and an adverse event. The patient stated the receiver did not alert him of his blood sugar being low and he passed out in front of a movie theater. The patient indicated that the movie theater management called the paramedics and was transported to the emergency room. The patient was treated with b5 medication for his low glucose values. At the time of contact, the patient was doing good. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.